Manufacturer narrative:
The referenced device was returned to the olympus service center and the evaluation found the image of the scope was flickering/no image. The scope failed the leak test due to a cut/hole in the instrument channel; fluid invasion was observed inside the scope connector and caused the flickering/no image condition. Additionally, the adhesive from the forceps cover glue and probe unit were peeling. The adhesive from the bending section cover was cracked and the control knobs had play/loose tension. The scope was repaired to specifications and returned to the customer. A review of the scope's repair history shows the scope was last serviced via repair on (B)(6) 2020 due to a damaged bending section cover. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Considering the manufacturing year, 2014, of the device, there is a possibility of the adhesive peeling off due to aging and other factors. In addition, it is likely that the malfunction of the adhesive peeling at the forceps cover was a result of external force such as strong rubbing on the part in normal use including reprocessing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction. Olympus will continue to monitor complaints for this device.

Event description:
During preparation for use of an unspecified diagnostic procedure, the evis exera ii ultrasound gastro-video scope reportedly had no image, no pictures. No patient involvement was reported.